Manufacturer narrative:
The insulin pump was received with a blank display which was due to moisture damage on the electronic assembly. The insulin pump as received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump was received with a blank display which was due to moisture damage on the electronic assembly. The insulin pump as received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not restart after the battery changing process. Customer's blood glucose levels were not included in the report. Nothing further was reported.